Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. A por was reported. A recent medical test or emi environmental exposure was reported. It was reported that the patient had surgery to move ins. The revision was performed, and patient went home. Patient asked the healthcare professional (hcp) to check ins before leaving, but they did not. Caller also reported that since 3-4 weeks the patient had been feeling uncomfortable stimulation. Caller reported that the patient stopped using her therapy because it was hurting her. Caller reported turning ins off because the stimulation was hurting her back. Troubleshooting could not be performed due to lack of access to product, and it was not verified if the issue resolved due to stim off for por. Symptoms reported were hurting. No further symptoms or complications reported or anticipated.